Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: unable to confirm the customer experience as no photo and no sample was returned. Root cause description: as no photo and no sample was returned, a review of past 12 months quality notification was performed. No quality notification was raised on the reported defect/condition. Therefore the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: complaint trend would be monitored.

Event description:
It was reported that catheter was defective and blood would not flow with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: the nurse during the injection on the patient, it didn't cause any blood flow, the nurse was unable to mount the catheter and to administer the product to patients